Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor memorygel siltex, 450cc gel breast implant, lot number 222193. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision which the right device was mentor memorygel siltex, 450cc gel and the left device was unknown mentor gel, the right side ruptured and the MRI showed possible rupture on the left after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant.

Manufacturer narrative:
On 6/7/2018, additional information indicated that the catalog number for the left implant is 3544507, and the date of explant is scheduled for the (B)(6) 2018. This report is for the left implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/28/2018, additional information indicated that the date of event is on (B)(6) 2018. Patient underwent removal and replacement as follow: left replaced with catalog number 3505504bc, lot number 7573592, serial number (B)(4) and right replaced with catalog number 3505504bc, lot number 7573592, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. White material was observed on the shell surface. Product evaluation team visual examination of the device revealed parallel lines of shell wear on the anterior view, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leakage sites were detected. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was not confirmed since no rents were found on the device. However, at this point it is not possible to determine the root cause of the shell wear or the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).